Event description:
Clinic notes dated (B)(6), 2013 were received which indicate that the patient has severe obstructive sleep apnea. The notes state that the patient uses CPAP intermittently for the sleep apnea and tha tthe patient's sleep is poor. Attempts were made for additional information. The physician stated that the vns battery is dead and the event is unrelated to vns. No other information was provided.